Event description:
Hcp reported pt had received "more medication than wanted". Pt was getting 1mg/day of .5 mg/ml concentration. The pump was refilled in 2003 with 25 mg/ml but the programming was left at .5 mg/ml and the daily dose increased to 5 mg/day. The pt then called the physician's office with "minor overdose symptoms." The pt received all of the medication over two days. A follow up report will be sent when additional info is received.